Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6, h10, h11. Corrected fields: b1, b5, d11, h2, h6 (health effect ¿ clinical code). Analysis of production: (3331) a device history record (DHR) review could not be performed because the serial number was not provided for the iabp associated with this complaint historical data analysis: (4109) a complaint history review was not conducted because there was no failure mode reported with the device and the serial number was not provided for the associated iabp. Trend analysis: (4110) the overall 24 month product complaint trend data for the period jul 2019 through jun 2021 was reviewed. There were no triggers identified for the review period.

Event description:
It was reported that once the patient had returned from a coronary artery bypass graft (CABG) x8, he had significant bleeding shown on his computerized tomography (CT) scans. Approximately four hours later, the patient was administered calcium chloride. Intravenous pyelogram (ivp) showed low heartrate (hr), low sustained virologic response (svr), low cardiac output (co), and low blood pressure (bp). An echocardiogram was done at bedside and revealed the patient had cardiac tamponade. The final report showed left ventricular ejection fraction (lvef) was 30% with anterior and apical akinesis of the left ventricle as well as mild mitral regurgitation (mr) and tricuspid regurgitation (tr). There was also a trivial pericardial effusion and some element of a pleural effusion. Another chest x-ray was done showing a tiny right apical pneumothorax and a pneumopericardium. As the patient's status continued to decline, the physician emergently inserted the intra-aortic balloon (iab). After insertion of the iab, the cs300 intra-aortic balloon pump (iabp) indicated that there was an auto-fill failure, unable to calibrate optic sensor, and to check the iab. The physician could not get the iab to work. After about two minutes, the decision was made to remove the iab and insert a new one. The second iab was connected and began to work successfully. After approximately one hour, the patient coded and pulseless electrical activity (pea) cardiopulmonary resuscitation (CPR) was started. The patient expired about one hour later due to sudden cessation of cardiac activity with no return of cardiac activity even after iab placed, placing pacer on pressors, administering fluids, and blood. This report is for the cs300 intra-aortic balloon pump (iabp) used in this event. Please refer to related mfg report number 2248146-2021-00386 on the first involved intra-aortic balloon (iab). Please refer to related mfg report number 2248146-2021-00387 on the second involved intra-aortic balloon (iab).

Manufacturer narrative:
The fse determined that there was no problem with the pump since the second balloon worked. Patient or person height (cm): 167.

Event description:
It was reported that the physician inserted a cs300 iabp catheter at bedside but couldn't get it to work. The patient had returned from a coronary artery bypass graft (CABG) x8, he had significant bleeding shown on his computerized tomography (CT) scans. Approximately four hours later, the patient was administered calcium chloride. Intravenous pyelogram (ivp) showed low heartrate (hr), low sustained virologic response (svr), low cardiac output (co), and low blood pressure (bp). An echocardiogram was done at bedside and revealed the patient had cardiac tamponade. The final report showed left ventricular ejection fraction (lvef) was 30% with anterior and apical akinesis of the left ventricle as well as mild mitral regurgitation (mr) and tricuspid regurgitation (tr). There was also a trivial pericardial effusion and some element of a pleural effusion. Another chest x-ray was done showing a tiny right apical pneumothorax and a pneumopericardium. As the patient's status continued to decline, the physician emergently inserted the intra-aortic balloon (iab). After insertion of the iab, the console indicated that there was an auto-fill failure, unable to calibrate optic sensor, and to check the iab. After about two minutes, the decision was made to remove the iab and insert a new one. The second iab was connected and began to work successfully. After approximately one hour, the patient coded and pulseless electrical activity (pea) cardiopulmonary resuscitation (CPR) was started. The patient expired about one hour later due to sudden cessation of cardiac activity with no return of cardiac activity even after iab placed, placing pacer on pressors, administering fluids, and blood. Please refer to related mfg report number 2248146-2021-00386 on the involved intra-aortic balloon (iab).

Manufacturer narrative:
The iabp unit was cleared for clinical use.

Event description:
N/a.